Manufacturer narrative:
For this tip, the lot number was not provided and could not be determined, therefore, manufacturing information could not be obtained.based on the information obtained, the root cause of the reported event cannot be determined conclusively.(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he noticed fibers coming from the irrigation and aspiration tip and out of the infusion sleeve during an unknown number of cataract procedures for the past few years. The fibers were observed in the eyes during the one day postoperative visit. No samples were retained and no harm to the patients was reported. This is two of two.